Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the shaft broke during reaming. The flexible shaft broke during the surgery (reaming by hard friction). The power tool used was a trs and the customer does not know which attachment was used. No fragment remained in the patient. Surgery was less than 20 percent prolonged. This occurrence had no consequence for the patient and no further treatment was required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the flexible shaft were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol (55ni-45ti). The fracture is homogenous which indicates material conformity as well. No product fault could be detected. The lot in question was manufactured in the year 2006 and we are not aware of any product quality related issues. Based on the complaint description we are not able to determine the exact cause of this occurrence and a mechanical overload during use caused the breakage. In this relation we would like to point out following part from page 14 of the synream surgical technique: ¿use the compact air drive ii (511.701) or the power drive (530.100) with the attachment for medullary reaming (511.785) as the driving unit.¿ the trauma recon system (trs) is designed for anthroplasty like total hip and heave duty trauma surgeries and is actually to strong be used with the synream system. Device was used for treatment, not diagnosis.